Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue of the unit failed the rotor error alarm test. The reported issue was confirmed. Service found an issue with the gearbox. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/04/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the enteral feeding pump takes over a minute to alarm when the set is off the rotor wheel passing is 30 seconds flashing yellow light instead it should be red light.